Event description:
After routine induction of anesthesia using 10lpm o2, a change in o2 flowmeter occurs. Unable to manipulate flowmeter, forcing anesthesia team to resort to ambu ventilation of pt for about 5 mins while an exchange of anesthesia machines can be done. 1st machine taken out of svc.